Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 2.50mm x 15mm maverick balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at nominal atmospheres. The procedure was completed with another of same device and no patient complications were reported. The patient remained in stable condition post-procedure.

Manufacturer narrative:
The device was returned for analysis. A visual and tactile inspection of the hypotube shaft revealed no issues, with no kinks or damage to the polymer extrusion of the shaft. A detailed microscopic examination of the balloon material identified a 4mm longitudinal tear across the distal marker band. No issues were found during the examination of the extrusion shaft, and the tip showed no signs of damage. No other device issues were identified during the returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 2.50mm x 15mm maverick balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at nominal atmospheres. The procedure was completed with another of same device and no patient complications were reported. The patient remained in stable condition post-procedure.